Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were provided: inratio=4.1, lab=2.9 (taken 3 days later). A follow up test was performed and yielded the following results: inratio=5.0, 5.0, lab=4.0. Further follow up to be performed.

Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were provided: inration = 4.1, lab = 2.9 (taken 3 days later). A follow up test was performed and yielded the following results: inratio = 5.0, 5.0, lab = 4.0. Further follow up to be performed.